Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of lead noise. The patient works around welding and the noise was not reproducible in clinic with isometrics and pocket manipulation. No changes were made and the patient continued to be monitored.